Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results from 12 patients on a cobas 6000 e601 module compared to an abbott alinity analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation determined that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem.